Event description:
It was reported that the procedure was to treat an acute myocardial infarction (ami) patient. The target lesion was 100% stenosis in the mid right coronary artery with mild tortuosity and mild calcification. The 2.75 x 15 mm trek balloon catheter was advanced without resistance, but when pressurized the first time, the pressure indication did not increase and angiography showed that the balloon did not inflate. It was unknown if the balloon had ruptured or there was a leak in the shaft. It was also reported that the trek had been prepped inside the patient (negative pressure applied) before use. A new balloon catheter was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6f il3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that rx trek instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.